Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Customer was unable to verify how long the transmitter had been in use. No additional patient or event information was available. A root cause could not be determined. Tandem technical support instructed the customer to use a new transmitter.